Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), velocity delivery microcatheter (velocity), and a non-penumbra sheath. During the procedure, the physician made one pass in the target vessel using the red62 and was satisfied with the results; therefore, he decided to remove the red62. However, while retracting the red62, the physician experienced resistance and noticed the distal end of the red62 had fractured under fluoroscopy. The physician was able to successfully remove the entire red62 intact and the distal end of the red62 was hanging by a thread. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.